Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that the receiver displayed a hardware error on (B)(6) 2015. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.